Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to the pump or any moisture inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, the pump powered on with the display remaining blank. A test code downloader tool application used to upload test code to master processors. The upload was successful; the pump powered up and display just ¿msp¿ instead of ¿msp2¿. Pump opened and eeprom (u22) is cracked.